Manufacturer narrative:
We checked the returned unit and confirmed that the objective gluing missing.based on the result, we concluded that it was caused due to the physical damage applied on the objective gluing. In addition, we confirmed that the us connector body broken, the segment compressed, the light guide cable buckled, the suction channel buckled, the us connector/junction cable buckled, the remote control buttons leak, the us probe cut, the insertion flexible tube (ift) worn out, the jet socket worn out, the brand plate worn out, and the us connector cable worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. As a result of confirming the detail as gfe, no response was obtained, so we cannot deny the possibility of the glue falls into the human body.therefore, based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Distal body damage.